Manufacturer narrative:
Additional information: device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that after implanting a12.1mm, vicm5_12.1, -8.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2019 the lens remained folded in the eye. The lens was removed and replaced within the same surgery and the problem was resolved. In the reporter opinion the cause of this event is unknown.